Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via phone call that the customer was concerned about the advice from the customer's healthcare professionals to give herself 150 units of insulin. Customer's blood glucose was over 408 mg/dl. Customer had many medical questions. Customer was transferred to a doctor's office. Customer will not be returning the device for analysis.